Event description:
It was reported that during a scheduled device replacement the insulation of the right ventricular lead was found to be scraped. It was suspected that the cause of the scrape was twiddlers syndrome. No electrical anomalies were detected. The physician reinforced the lead during the procedure, and the lead remains implanted.